Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem ¿air in line alarms¿ was not reproduced. A review of event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream sensor calibration values out of specification. The ultrasonic calibration is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air in line during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.